Event description:
A healthcare facility reported that a button on one of their meters was not working. Since the 'c' button was not working, they were not able to change the code number on the meter. There was no medical intervention or treatment given to any pt. A replacement meter was sent to the facility. No further info has been reported.